Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date he noticed the filament from his adc freestyle libre sensor was still in his body when the sensor was removed. It was further reported the customer had contact with a healthcare provider and was treated with an unspecified customer-made prescription medication. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated in the mount. Half of the sensor tail was missing. The sensor pack and applicator were not returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs sensor kit were reviewed and the dhrs showed the fs libre sensor and fs sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the reported sensor pack and applicator are returned, an investigation will be performed.

Event description:
Customer reported that on an unspecified date he noticed the filament from his adc freestyle libre sensor was still in his body when the sensor was removed. It was further reported the customer had contact with a healthcare provider and was treated with an unspecified customer-made prescription medication. No additional treatment was reported. There was no report of death or permanent injury associated with this event.